Event description:
It was reported via facility medwatch# mw5038034 that the guide catheter was fractured. During cardiac angiogram, the 6f impulse guide catheter was found to be kinked. The physician tried to retrieve the catheter through the sheath. However, it was noted that the guide catheter fractured inside the femoral artery. Femoral cutdown was then performed and the 6f impulse guide catheter was eventually retrieved from the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).